Event description:
It was reported that this right ventricular (rv) lead exhibited high impedances out of range. The trend showed that the impedance was gradually increasing. It is suspected that calcification was the cause of the high impedances as the lead has been implanted for 9 years. All the measurements besides the impedances were stable. The patient will be in continue monitoring. This rv lead remains in service. No adverse patient effects were reported.